Event description:
It was reported that a revision surgery was performed. The surgeon converted the anatomical prosthesis to a reversed prosthesis. The stem of the previously implanted tornier flex stayed in situ.

Manufacturer narrative:
Corrected field: d2a common device name and h6 health effect, clinical code. The reported event could be confirmed. The device was not returned but evidence were provided, based on provided images which match the alleged failure. A device inspection was not possible since the affected device was implanted. Since information was provided, the opinion of a medical expert was sought and stated as follows: the blueprint revision planning indeed shows the presence of tornier flex implanted with a tornier perform glenoid (keeled). The humerus is positioned relatively high on the glenoid and moloney¿s line is broken, indicating rotator cuff insufficiency, which is a common reason for revision of an anatomic shoulder arthroplasty with conversion to a reverse configuration. The blueprint planning shows that all device components are intact and well-fixed to the bone. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a revision surgery was performed. The surgeon converted the anatomical prosthesis to a reversed prosthesis. The stem of the previously implanted tornier flex stayed in situ.